Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (concentration unknown) at 0.9 mg/day and marcaine (unknown dose and concentration). The indication for use was not reported. It was reported the pump alarmed, and motor stalls occurred. Logs showed the pump stalled a few times, started again, and stalled again. The patient experienced a return of symptoms. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Explant was planned for an unknown date. Surgical intervention had not been scheduled [yet]. The issue was not resolved. However, the patient's status was alive - no injury. The return status of the pump was unable to be determined. It was noted that ¿if the pump would be replaced with a new one, they would send it¿. The patient¿s medical history and weight were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign manufacturer representative indicated the pump had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was replaced.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft -bearing. Fdm updated to 10. Fdr updated to 180. Fdc updated to 24. If information is provided in the future, a supplemental report will be issued.